Event description:
It was reported that the subject device's cold knife did not run at the time. The issue occurred at the end of the 8-hour scheduled therapeutic pancreaticoduodenectomy and was completed using the same set of equipment. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a update to the following field(s): d8, d9, h3, h4 & h10. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the reported issue is caused by component failure of the cut trigger. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's cold knife did not run at the time. The issue occurred at the end of the 8-hour scheduled therapeutic pancreaticoduodenectomy and was completed using the same set of equipment. There were no reports of patient harm, injury, or death.